Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. On 2020-nov-18, it was reported that the patient's pump was alarming and the patient believed that the pump was empty. The patient reported that they were supposed to go in for a pump refill on 2020-nov-03. However the patient was unable to get the pump filled because the patient believed they had covid, noting that they had a temperature, were very sick and weak, and lost muscle tone and weight. The patient noted that they did not want medication in their pump because it didn't "help [them] much".